Event description:
It was reported that the products received by the clinic on (B)(6) 2024. The products were used on the patient, with no negative consequences. The product was purchased by the clinic and no additional information provided. There are no any indications found on the labeling as to which market the original products could have been obtained.

Manufacturer narrative:
(B)(4). Date sent: 11/13/2024. D4: batch#: unk. D4: UDI: as the lot number for the device involved was found to be invalid, and the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: how was the product purchased? Electronic auction. Is there an indication of how the product was distributed? No. Is there any indication of the source? See event description. Based on the packaging, is there any indication of which market the original genuine product may have come from? No. Is a photo available of the product? Yes. Investigation summary: this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a box with a label with the product code: gst60b, lot#: t30e13, exp. Date: 2026-11-20. The t30e13 lot number which is not found in our quality tracking system. Additional, a lot trace was performed on the lot provided, the suspect diversion is confirmed since according to a lot trace of lot: t30e13 showed that this lot was not authorized to be sold to the account that reported the issue. Based on the photo reviewed, the suspect diversion and counterfeit product is confirmed. A manufacturing record evaluation was performed for the finished ec60a, with lot/batch number: x96f12, and no non-conformance's were identified.